Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 302 mg/dl at he time of the report. Troubleshooting was performed, and the insulin pump was programed correctly. The prime, displacement, and high pressure tests passed. Nothing further was reported.